Manufacturer narrative:
Investigation summary: the complaint investigation for unresolved, indeterminate and false positive results when using bd pcr cartridges (ref. 437519) from lot 4185634 and 3318016. Was performed by review of customer¿s data and by the complaint¿s history review. Customer complained about unresolved and indeterminate results with the bd max¿ enteric bacterial panel assay, and false positive results with the bd respiratory viral panel for bd max¿ system assay when using bd pcr cartridges lots. Customer provided the database and run files from bd max¿ instrument ct0441 for investigation. The customer originally reported issues with the bd pcr cartridges from lot 4185634. However, database analysis revealed that most of the targeted samples in the complaint text were tested using bd pcr cartridges from lot 3318016. Database analysis revealed that samples tested at the dates specified by the customer in the complaint text were mostly using bd pcr cartridges lot 3318016. Overall, indeterminate and unresolved results rates were within the instruction for use (IFU) performance claim. For three unresolved results samples (in run 5669) obtained with bd max¿ enteric bacterial panel and cartridges from lot 4185634, analysis showed fluorescence drift and low endpoint (ep) fluorescence values in the cy5.5 channel (spc target). The root cause for the cy5.5 signal drift with bd pcr cartridges lot 4185634 was attributable to a change in the adhesive supplier of bd¿s pcr cartridge label suppliers. Actions were taken both internally at bd and externally with our suppliers to prevent the recurrence of this product issue. Customer also mentioned an increase of suspected false positive flua results. Overall, out of 56 samples tested with bd respiratory viral panel for bd max¿ system assay, three flua positive results were obtained. Analysis revealed one strong positive control (run 4976) and two samples in run 5657 tested with the bd pcr cartridges from lot 3318016. Pcr curves adjudication revealed strong amplification for the sample in run 5657; position a2, without any issue. Late and low amplification was observed for the sample in run 5657; position a1. Such low positive curves can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data and bd is unable to identify the exact cause of the issue. No consumable issue is suspected for bd pcr cartridges from lot 3318016. Bd confirms the complaint for the three unresolved results samples (in run 5669) based on the investigation that was performed however bd cannot confirm the other customers observations. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of the bd pcr cartridge on the bd max instrument, an unspecified number of false positive flu a patient results were obtained. Positive specimens were repeat tested on max. There was no report of patient impact.

Event description:
It was reported that during use of the bd pcr cartridge on the bd max instrument, an unspecified number of false positive flu a patient results were obtained.positive specimens were repeat tested on max. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: njr a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.